Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned inserter confirmed that the blue handle cracked. Also noted multiple scratches and dents on the handle indicative of use. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic handle of the inserter is cracked and cannot be reused due to sterilization concerns. No adverse event was reported. No additional information is available.